Event description:
Returned goods investigation reveals that the device with blood inside and outside the catheter. The stent graft had been deployed and was returned separately with the delivery catheter. The graft cover had been retracted. The catheter had been bent. The graft cover had numerous folds and stress rings, and was broken into two pieces. The torque handle was received already disassembled. The pt's reported tortuous anatomy most likely continued to the observed folding and bending of the graft cover during attempts at insertion. The bending of the graft cover may have increased deployment force and led to excessive longitudinal stress. The longitudinal stress most likely led to the breaking of the graft cover and the failure to deploy.

Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The patient's anatomy was reported to be very difficult, and the patient has a very large iliac aneurysm with severe tortuosity. It was reported that there was no calcification. The device was difficult to advance and position. After the device was positioned, the physician was unable to deploy it, and the graft cover stretched and broke. It was reported that the physician attempted to manually deploy the device by cutting the graft cover and pulling it with hemostats. The device was removed from the patient and another device was inserted. It was reported that the same incident occurred with the second device. A third device was successfully used to complete the case. No clinical sequelae resulted from the event, and the patient is reported to be fine. The device has been received by medtronic ave, and returned goods investigation is pending.